Event description:
It was reported that a 512sd was used during a laparoscopic cholecystectomy. It was reported by the affiliate that when the surgeon tried to introduce the trocar, the valve became detached easily. There was no consequence to the pt.